Manufacturer narrative:
Product event summary:the full lead in segments was returned in and analyzed. Analysis revealed the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lead did not capture at maximum output settings and there were high thresholds. At the time of explant, the lead appeared fractured. The patient experienced bradycardia. The lead was replaced and no further patient complications have been reported as a result of this event.